Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-20080. It was reported that the patient presented to the clinic due to fatigue. Interrogation showed their left ventricular (lv) lead was failing to capture due to suspected lead dislodgement. During the explant procedure, the physician noted the patient's right atrial (ra) lead had minimal lead slack. The physician explanted and replaced the lv lead and added slack to the ra lead during the procedure on (B)(6) 2021. The patient was stable throughout.